Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he experienced high blood glucose of 421 mg/dl. Troubleshooting was performed, and found that the drive support cap was flush. Advised the customer that the insulin pump needed to be replaced, but he stated that he would wait until speaking with his local representative. Nothing further was reported.